Manufacturer narrative:
Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log file analysis, which revealed a power disconnect alarm logged on (B)(6) 2015. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Battery - (B)(4)/1650de/manufacturing date: /expiration date: 2015-10-24. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the vad coordinator that the patient experienced power disconnect alarms associated with two of the patient's batteries. It was believed that the power disconnect issue could be related to a communication error between the batteries and the controller. There were no reported patient consequences associated with the event. No further information was provided.